Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although there was no cause of the peritonitis determined, the culture result of pseudomonas aeruginosa suggests a breach in aseptic technique. This organism is commonly found in the environment, particularly in freshwater, hot tubs, jacuzzis, and swimming pools. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a patient is in the hospital and they think he may have an infection in the catheter tube. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025. No symptoms were reported. The patient had pd cultures obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures were positive for growth with pseudomonas aeruginosa. The patient¿s pd catheter was pulled (date unknown) and the patient was transitioned to hemodialysis (hd). It is unknown what antibiotic therapy the patient is completing while on hd. No discharge date was noted in the patient¿s records. The cause of the peritonitis was unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a patient is in the hospital and they think he may have an infection in the catheter tube. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025. No symptoms were reported. The patient had pd cultures obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures were positive for growth with pseudomonas aeruginosa. The patient¿s pd catheter was pulled (date unknown) and the patient was transitioned to hemodialysis (hd). It is unknown what antibiotic therapy the patient is completing while on hd. No discharge date was noted in the patient¿s records. The cause of the peritonitis was unknown.